Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo_13.2; -6.50 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown this resolved the problem